Manufacturer narrative:
Product evaluation: analysis results are not available; the device has not been returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a tympanoplasty, "the handpiece in question overheated during procedure", however, it was confirmed that it was used throughout the procedure. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.